Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received the investigation determined that the reported issue appears to be related to operational context. In this case it is likely the foot caught suture or tissue during closing of the foot, leading to the difficult to open or close and the difficult to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique, via a 7f sheath hole, prior to an abdominal aortic aneurysm (aaa) procedure. One suture was successfully pre-placed. Reportedly, with the second device, a cuff miss [suture retrieval issue] occurred and the foot stayed open. With the third device, the foot did not close completely, however, the suture was able to be pre-placed. There were difficulties removing the devices but were removed without causing any vessel damage. The sheath was upsized to a 12f, and the aaa procedure was completed. The 2 pre-placed sutures were unable to achieve hemostasis; manual compression was used to achieve hemostasis. It was also noted that closure of the 16f right common femoral artery was done using 2 successfully pre-placed prostyle sutures. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.